Event description:
It was reported that the core impaction drill was overheating during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.